Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was torn circumferentially. It was noted that two sections of the shaft were kinked and catheter was noted to be cut. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dillation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an attempt to deflate the balloon was made; however, the water was not completely removed from the device. The distal end of the balloon was cut to be removed from the patient. It was also noted that the balloon material was partially bunched. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an attempt to deflate the balloon was made; however, the water was not completely removed from the device. The distal end of the balloon was cut to be removed from the patient. It was also noted that the balloon material was partially bunched. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.